Event description:
A customer reported to baxter that a pt, who started dialysis at this facility few weeks ago, experienced an unusual event during the therapy. According to the reporter, shortly after the treatment was initiated, an air in line alarm was triggered. This issue was resolved as the clinician did follow the facility's protocol. However, later into the treatment, due to severe hypotension, the pt was placed in flat trendelenburg position for 15 mins. A 200ml of normal saline solutions was given to the pt and the ultrafiltration target loss reduced to 4l, (started at 5l). After the intervention, the pt's status significantly improved. He was able to complete the prescribed treatment without any further medical consequences. A blood sample was taken from the pt. The results were requested, but have not been received yet. A water sample was taken from the machine. The test result from the machine came back as negative. Reportedly, this dialyzer was a single use (this was the only use of this dialyzer). The dialyzer was used as dry pack (not pre-processed) and primed with 800ml of normal saline. The facility has a standard recirculation time of 10 mins before pts are connected to the machine. The pt started using a xenium dialyzer approx few weeks ago and never had any issue with this dialyzer. The pt was dialyzed via long-term catheter. According to the dialysis flow sheet, the pt's target loss was initially set for 5.0kg, the actual fluid loss was 3.2kg. The pt was given a bolus 3000u of baxter heparin and 2000u hourly. It was also reported that this pt usually tolerates the treatments well. More than half of the pts at this facility use xenium dialyzers. The facility uses gambro phoenix hemodialysis machines. No other info available at this time.

Manufacturer narrative:
The actual sample was not available for eval. However, the manufacturing facility, (nipro corporation) has been made aware of this report. A batch review of the reported lot, revealed no abnormalities. Furthermore, the manufacturer is currently conducting biological tests using a sample of the concerned lot. The results will be provided to baxter upon completion. Baxter is monitoring issues like this. An investigation is still pending. Should significant info becomes available, a follow up report will be submitted.